Event description:
Caller reported an issue with their continuous glucose monitor, specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, after which the error did not reoccur. A replacement pump was arranged because the error persisted in the past. The customer will continue using their current pump until the new one arrives and has been instructed on how to return the malfunctioning pump.